Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unresponsive. It was indicated that the pump was turned on, however the screen would not illuminate. Customer's blood glucose level was not impacted. Reportedly, the customer has a back up pump for continued insulin therapy.